Event description:
The complainant alleged that the emergency room staff was attempting to defibrillate an elderly male pt (age unk) who was in full cardiac arrest. The staff attempted to defibrillate using multi-function cables at 200 joules, but the device would not discharge. The staff again tried to defibrillate at 200 joules, using paddles, with no success. They then switched back to the multi-function cables with the same result. Although there was another defibrillator available, the staff did not use it. The pt subsequently expired. The ER nurse said, "the pt was not going to make it anyway."